Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the unit passed the test mesh; however, the unit was out of calibration. The unit was calibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. Additional reports: 0001526350-2023-00259-1. 0001526350-2023-00260-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00260 and 0001526350-2023-00259.

Event description:
It was reported that the device produced an incomplete mesh outside of surgery. There was no patient involvement no adverse events were reported as a result of this malfunction. Diligence is in process to date no further information is available.